Event description:
It was reported by service report that the head-end jack was drifting with and without weight applied. It is unk if there was pt involvement; however, no adverse consequences were reported.